Event description:
A peritoneal dialysis (pd) patient reported experiencing drain issues during treatment. The reported drain volume of 3552ml was 187% over the expected drain volume which resulted in a reported device malfunction.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.